Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2317-50, serial #: (B)(4), description: infiniontm cx 50 cm lead; model #: sc-4316, lot #: 17875650, description: next generation anchor kit-sterile. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient had an infection at the ipg site. Symptoms were redness and streakiness at the ipg site. There was also a bulge that was infected at the midline incision site. The physician believed that the site was completely infected and that the infection was due to the procedure and not due to the device. The patient was prescribed keflex and clindamycin antibiotics and underwent an explant procedure.